Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the patient's stimulation stopped working on (B)(6)2020. The patient stated that their ins was 10% charged and they stopped feeling their stimulation. The patient had charged their ins fully and was able to turn stimulation on/off with both the patient programmer and recharger, the verified the lightning bolt, but they don't feel stimulation. It was advised the patient switch groups if patient had more than group a or to turn their stimulation down to 0 and then increase it. The patient mentioned they had, had falls but not near the site where the ins was. The patient was redirected to follow up with their healthcare provider. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and a patient. The patient reported that the stimulation suddenly quit working a couple days prior to the report. The patient denied having any trauma or falls. The rep stated that the ins charges normally and operates normally per the programmer. They mentioned that impedance reading revealed that there are three remaining contacts that can be used: 0, 2, and 3. The rep added that they created a new program, which established adequate therapy for the patient. The patient confirmed that all painful areas were covered. The issue was resolved at the time of the report.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that their healthcare provider (hcp) was wondering if they could have MRI of the brain. Pt reports her stimulator has not worked in 2 years. Technical services asked the patient to clarify further and the patient stated that their ins battery "died on it's own". Pt states she was walking with a full ins battery charge and the ins battery just died. Pt states this happened at least 8 months ago. Pt states she no longer has a managing hcp.